Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred on a trilogy evo. There was no allegation of serious or permanent harm or injury. The trilogy evo was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that an error related to the failure of the flow sensor was observed. In conclusion, the device's flow sensor needs to be replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has been forwarded to a third-party service center pending evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.